Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2018-00726.

Event description:
It was reported that the tips of a left and right lateral rod bender fractured off during surgery. The tips were recovered and the procedure was completed using alternative rod benders. There were no reports of patient impacts. This is report one of two for this event.

Manufacturer narrative:
The returned bender was evaluated. One tip of the bender has fractured off and both tips have material deformation. The cause is likely due to repetitive uses and/or high forces applied to the bender over the life of the device. A review of the manufacturing records did not identify any issues that may have contributed to this failure.

Event description:
It was reported that the tips of a left and right lateral rod bender fractured off during surgery. The tips were recovered and the procedure was completed using alternative rod benders. There were no reports of patient impacts. This is report one of two for this event.